Event description:
It was reported the patient's scs ipg does not communicate with the recharging system. Reportedly, the patient did not recharge the device for over 60 days. The ipg no longer communicates with external devices and would need to be replaced.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.